Event description:
It was reported that the patient presented to the emergency room with unrelated symptom. Upon an x-ray, it was reported that the right ventricular (rv) lead was dislodged and exhibited cardiac perforation, a failure to capture, and undersensing. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, cardiac perforation, no capture and under sensing. The reported events of no capture and under sensing were not confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged blood/tissue. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. A tip stiffness test was performed and the results within specification. Electrical testing did not find any indication of conductor fractures or internal shorts.